Event description:
The patient underwent a ventral hernia repair. 10 days later, patient underwent a lower endoscopy due to a ri bleed and an unusual mass was found in the transverse colon. The patient's previous placed mesh had eroded into the transverse colon. An exploratory laparotomy with colon resection was performed and the mesh was removed.